Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's healthcare provider (hcp) thinks that one of the leads came loose and it is causing pain in the neck, chest and right arm. The patient stated that they had fallen and hit their back shortly after implant and again in may. The patient was advised to follow-up with their healthcare provider (hcp) regarding the fall and pain.